Event description:
Right side revision of head, liner and sleeve performed due to elevated metal ion levels and pain. Hypertrophic scar and obesity reported.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, modular sleeve and r3 liner were removed. The anthology stem, spherical headed screw and r3 shell remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the liner, head, sleeve, shell, screw and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes no other similar complaints were identified for the liner, head, shell, screw and stem. Similar complaints have been identified for the sleeve, this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Although the cobalt and chromium levels were reported to be elevated, neither the values nor the lab reports were provided. The root cause for the hypertrophic scar tissue cannot be concluded but some patients can be genetically predisposed, it is a known complication of joint surgeries and is related to the procedure and not the device. Although the reported pain and intraoperative findings may be consistent with findings associated with metallosis and trunnionosis; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the liner/ head / sleeve / shell was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints have been identified for the liner/ head / shell. Similar complaints have been identified for the sleeve. However, as this device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The medical documents were reviewed. The reported pain and elevated metal ion levels, and the intraoperative findings of reactive and necrotic appearing tissue, trunnion corrosion, and osteolysis may be consistent with findings associated with metal debris and trunnionosis. However, the patient¿s obesity cannot be ruled out as a contributing factor. Without supporting post-primary and pre-revision radiographic images, and/or the analysis of the explanted components, the source of the reported findings cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal - performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.